Manufacturer narrative:
The device was received for evaluation. The device log was reviewed and noted "n234 distal air" alarm. The pump passed all the pvt testing. The problem was not confirmed.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event occurred on an unknown date. The customer reported that a plum a+ infusion pump had air presence. The patient involvement is unknown. There was no report of an adverse event.